Event description:
The customer reported that during maintenance, it was observed that the air/water channel was blocked. There was no report of patient or user harm due to the event. The suspect device was returned to an olympus service center for evaluation. During the inspection and testing, black rubber material was observed protruding from the air/water nozzle, confirming the reported issue. This report is being submitted for the malfunction found during the device evaluation (foreign material).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation a definitive root cause could not be determined at this time. This event can be prevented by following the instructions for use (IFU) which state: ¿operation manual preparation and inspection: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: * inspect the air-feeding function, * inspect the objective lens cleaning function¿. The device evaluation also found the adhesive around the light guide lens and objective lens demonstrated wear. A gap of adhesive on the bending section was observed. The bending angulation system was out of specification. The scope connector was stained, and the resin was cracked. The paint on the suction cylinder was peeling off. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.